Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: a visual and microscopic examination of the returned device found proximal stent damage. Some of the struts on the proximal end of the stent were raised up and bent back distally. No issues were noted with the tip and balloon of the device that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent was not able to cross the target lesion. The target lesion was a fibrotic lesion located in the left anterior descending artery. The 38 x 2.75 mm taxus liberte stent delivery system was introduced but could not cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, device analysis revealed stent damage.